Event description:
It was reported that the implanted pacemaker alerted due to safety mode. Device replacement was recommended. At this time, the device remains in service and no adverse patient effects were reported.